Event description:
It was reported that during the course of a prostate procedure, both greenlight moxy fibers used, stopped working and an "excessive fiberlife use" error message was received. Despite cleaning the fiber tip several times, the same error message kept showing up, preventing further use of each fiber. The case was completed using an alternate procedure (turp). The case was reported to have been completed successfully; no patient injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at output window; the glass cap has rotated off center within the metal cap; the metal cap adhesion location exhibited burnt glue; the outer flow tubing exhibited mild contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.